Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. There was no indication of a manufacturing defect or anomaly identified within the review of the manufacturing records for the reported batch number. The manufacturing records have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be considered operational context due to anatomical and or procedural factors encountered during the procedure.

Event description:
It was reported that during a percutaneous catheter angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous proximal right coronary artery. The 4.0x20mm quantum maverick balloon was used to predilate the lesion. The balloon was inflated to 12 atm's when it ruptured. The balloon was removed intact. The procedure was completed with a 4.0x15mm non-bsc balloon. No patient complications occurred. Patient status is satisfactory.